Manufacturer narrative:
Concomitant medical products: product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. Product ID 4351-35, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that the patient either never had, or lost efficacy sometime after their (B)(6) 2014 implant. The patient was redirected to an healthcare provider (hcp) to test better lead placement on an unknown date, and their primary care physician implanted new leads in the proposed better location. The leads and implantable neurostimulator (ins) were all explanted and replaced as a result. Follow up information received from the hcp reiterated that the patient underwent gastric mapping and it was determine that the lead should be moved closer to the pylorus to for better treatment. The loss of the loss of/no therapeutic benefit was determined to be an advancement of disease progression, and that the issue was resolved by the leads being placed closer to the pylorus. Indication for implant is gastroparesis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.